Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in this complaint was returned for evaluation and was determined to be breach. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigation under (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open. A visual examination of the cord revealed nothing unusual. The power supply was not able to be plugged in so the voltage across the dc plug was not measured. Resistance across the dc plug was measured .753m, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 56.7, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that her transformer housing is cracked. When the product was received at medela it was determined to be breach, which is a safety risk.